Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat incontinence and mesh was implanted. It was reported that following insertion, the patient experienced chronic pain, urinary incontinence, leakage, discomfort and urinary tract infections. It was also reported that the patient underwent marshall-marchetti-kranz procedure on (B)(6) 2003 and had a pubovaginal sling implanted on (B)(6) 2007 due to failure of mesh implant. No additional information was provided. (B)(4).